Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens was torn while advancing in the cartridge. No pt contact.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there was a tear in the optic by one of the haptics and the other haptic was torn off from the optic and bent. There is a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.